Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump did not alarm no delivery. His blood glucose level was going up. Customer's blood glucose level went from 465 to 575 mg/dl. After changing his infusion set, his blood glucose level went down. The customer's nurse found a discrepancy for one of the boluses. The nurse entered 1.7 units but the insulin pump said 1.3 units. The high pressure test passed. The device was not returned.